Event description:
It was reported that a site's dell x50 handheld device was not functioning properly. When plugged in to charge, the power light would illuminate then would turn off. The connections all appeared to be secure but there was a concern that the handheld was not charging properly. A company representative went to the site to troubleshoot and found that when his ac charger and serial adapter cable was used on the physician's handheld, the issue would not resolve. A replacement handheld was sent to the physician and the dell x50 in question and associated flashcard were returned to the manufacturer. Product analysis is underway and has not been completed at this time.